Manufacturer narrative:
(H3) upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Manufacturer narrative:
Section h11: *the following sections have corrected information: (g4) date received by manufacturer ¿ date on initial submission should have been 02/13/2020 (13-feb-2020).

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 38mm glenosphere (320-01-38; (B)(4)). Locking screw (320-15-05; (B)(4)). Torque defining screw (320-20-00; (B)(4)). 38mm humeral liner (320-38-00; (B)(4)).

Event description:
As reported, approximately 16 months postoperative a left reverse total shoulder arthroplasty this male patient was revised due to instability. The shoulder was opened in standard fashion and the adapter tray, humeral liner, glenosphere and locking screw were removed in the usual way. Better stability was achieved by lateralizing the glenosphere (42mm +4offset) and upsizing the poly (42mm +2.5). The procedure was completed, and the patient left the operating room in stable condition. Devices not returned due to hospital policy.